Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failed and displayed a ¿requires maintenance¿ message. The user attempted to recover the drawer; however, it only produced a clicking sound and did not open. Access to the medications in the drawer was required for patient care. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.